Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found. The angle wire became longer than normal and looseness of the insertion pipe. Deformation due to physical stress caused by a handling problem and insufficient cleaning. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the endoeye flex deflectable videsoscope had defects on the bending rubber. Upon inspection and testing of the returned device, it was observed that the adhesive part of the objective lens is peeled off from chemical and/or physical stress. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. A possible cause of the suggested phenomenon was deterioration due to combined stress such as mechanical stress due to interference with treatment tools and chemical attack due to chemicals. Olympus will continue to monitor field performance for this device.